Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device shut off without first displaying an error or alert message. The patient changed the battery and battery cover and the device came back on. A short while later the device again shut off without displaying any warning message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.